Event description:
It was reported that during a routine follow-up, it was observed that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. It was noted that the estimated remaining battery longevity was 7.5 years remaining during a follow-up in (B)(6) 2022. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that during a routine follow-up, it was observed that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. It was noted that the estimated remaining battery longevity was 7.5 years remaining during a follow-up in january 2022. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.